Manufacturer narrative:
Evaluation: results and conclusion: (contracting spasm of the vessel and small in diameter vessels). Other (device discarded unable to evaluate). (Secondary intervention).

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The pt's vessels were 7.5 mm to 8.0 mm in diameter. It was reported that there were a total of four stent grafts implanted. The first three devices were successfully implanted and the delivery catheter were removed without issues. The fourth stent graft was successfully deployed however there were difficulties upon removal of the delivery catheter, the physician felt a slight tug. The physician believes that the small diameter iliac artery had a spasm clamping down on the delivery catheter. The physician continued to remove the delivery catheter and upon removal from the pt it was noted that the iliac artery was extravagated out with the delivery catheter. The physician performed a retroperitoneal cut down, sewed in a dacron stent graft and performed an aorto-femoral bypass. The device was discarded by the user facility. No additional clinical sequelae were reported and the pt is fine.